Manufacturer narrative:
The device has been swapped and returned to baxter for evaluation. When the evaluation results become available, a follow-up MDR will be submitted.

Event description:
This is a report from baxter that refers to a male pt. Who underwent peritoneal dialysis with a homechoice (hc) pro in 2007. It is reported that the machine filled 1700ml instead of the programmed 1445ml starting from the 5th cycle. This pt fills with 10l daily, seven days a week. Due to the event, the pt complained about abdominal straining and pain. He stopped using this machine and did his dialysis manually. The machine was replaced on august 13, 2007 with another hc and was returned to baxter france for evaluation.